Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty due to osteoporotic fracture at t8/t9. Intra-op, at the end of the procedure, when the surgeon was inserting the stylet in order to remove from the patient, the cannula separated from the purple cannula hub. This caused the handle of the matched bevel stylet and cannula head to come off the cannula. When the surgeon tried to remove this device from the patient, the proximal end of the cannula, that broke off the cannula hub, stabbed him in the hand. The surgeon had a puncture wound on the palm of his hand. The surgeon held pressure on it, cleaned it, and put tagaderm on the cut. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: observations: the handle has been pulled free of the match bevel cannula shaft. The knurling is present on the handle side of the exposed shaft. The flare wings are present on the handle side of the shaft. The diameter of the shaft at the area of knurling meets print spec. The flared end that is typically inside the handle has collapsed at the u channel. Microscopic imaging shows that parts of the over molded handle are still on the shaft. There is a witness mark on the shaft 85mm from the tip that is consistent with the shaft being grab with pliers. This was likely done after the handle separated and was used to remover the shaft. The shaft is bent 85mm from the tip is consistent to the remove post handle separation. Handle has separated from shaft. The through hole is damaged from the flare wings being pulled the center of the handle. Findings: the flare wings and notch were present, but the flare wings were collapsed (known failure mode from tensile strength testing). The material found inside the cannulated shaft may possible be from torsional failure of the handle (known failure mode from torsional strength testing). Root cause: the exact action that lead to the handle separating from the hub are unknown. However, the cause of the failure appear to a multi-mode failure, were both tensile and torsional load were applied to the instrument. If information is provided in the future, a supplemental report will be issued.